Event description:
The customer reported that after three days of intubation, air leaked from pilot balloon of the tracheostomy tube. No harm to the patient was reported. The tracheostomy tube was checked prior to use. It is not known if the patient required recannulation or any other intervention.

Manufacturer narrative:
Return of the tracheostomy tube for failure investigation was requested.